Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced diabetic ketoacidosis. The customer's blood glucose was not recorded. The customer declined assistance with trouble shooting the issue regarding a malfunction on the customer's insulin pump. No further information was provided.